Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during testing, it was found that the epg (external pulse generator) will immediately power on when the battery is installed, and it will not turn off, unless the battery is removed or depleted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment the emergency key on the keyboard had collapsed. It was also found that the upper/lower case halves were contaminated and broken. The ventricle knob was also broken and found to have been glued. The battery contacts were compressed and the battery drawer was broken. The display was corroded and was missing segments. The main printed circuit board and battery flex were corroded.